Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: manufacturing location: monument, manufacturing date: 10-mar-2022, part number: 400.834, ti low profile neuro screw self-drilling 4mm, lot number: 695p109 (non-sterile), lot quantity: (B)(4). Two pieces were scrapped in cell for an unacceptable surface finish-ring. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, inspect dimensional met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00, lot number: 81p1271, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated 09-nov-2020 was reviewed and determined to be conforming. Lot summary report dated 17-dec-2020 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported that on (B)(6) 2023, it was noted that the thread was stripped during surgery. Another device was used to complete the procedure, and there were no adverse consequences to the patient. The procedure was completed successfully with no delay. This report involves one ti low profile neuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).